Manufacturer narrative:
The analyzer was performing within quality control specifications. Raw data was requested, but was not available. On (B)(4) 2008, field service engineer evaluated and optimized the analyzer. The customer indicated that there were no recurrence of the observed malfunctions after the analyzer was serviced. Root cause could not be determined as raw data was not available for analysis. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 1 of 4 by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00885, MDR 1061932-2011-00886, MDR 1061932-2011-00887.

Event description:
Customer reported erroneous high differential results for eosinophil% were obtained when using a coulter lh 750 hematology analyzer. The results were determined to be erroneous when compared to retest results and manual differential. Erroneous test results were not released from the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 1 of 4 events reported by this customer.